Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that numbers were scrolling on display screen and then customer received an unexpected restart alarm. Customer reported that buttons were not responding and was not able to troubleshoot.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No ramping numbers anomaly noted. Unable to verify a21 alarm and unable to perform a21 error test due to no button response. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the endcap sticker.